Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported that during the replacement of an ins in a patient implanted for urinary dysfunction/sacral nerve stimulation there was difficulty removing the lead from the header block. The manufacturer call center reviewed that the lead was most likely deformed from the previous ins ,which was an older model, and that is why the physician has been able to insert the lead with some rotating, but removal is difficult. The rep needed to abruptly end the call to return to surgery. A follow-up email from the rep indicated that the leads in the patient were from the patient's trial stimulation, which has been done over 10 years prior. The patient had two leads implanted one on the left and one on the right. The right side lead was the lead that was difficult to remove from the ins. During the surgery the physician tried to advance the lead again, twisting the ins around the lead, and tried further loosening the set screw, but the plastic casing on the lead began peeling back exposing the lead wire. The lead was discarded by the physician and the lead on the left side was used with the new ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.